Event description:
Technician alleged that the bed could not be put into trendelenburg. No alleged injuries.

Manufacturer narrative:
The technician found that the gas springs were frozen and could not be moved. The technician replaced the gas springs and the trendelenburg functioned properly.